Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: according to the information received, "it was reported on an unknown date that hex driver shaft snapped during insertion of 7.3 cannulated screw." The product was not returned to medtech orthopedics; however, photos were provided for review. The photo investigation revealed that cannulated 4.0mm hexagonal screwdriver shaft had broken. The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the cannulated 4.0mm hexagonal screwdriver shaft would contribute to the complained device issue. Based on the investigation findings, potential cause attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
It was reported on an unknown date that hex driver shaft snapped during insertion of 7.3 cannulated screw. It is unknown if fragments were generated. It is also not known if there was any surgical delay due to the reported event and if procedure was completed successfully. There were no patient status/ outcome / consequences.